Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked case at battery tube side and minor scratched lcd window.

Event description:
The customer reported via phone call that the pump error. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.